Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2015 as part of the (B)(6) clinical study. This complaint is being reported based on the event of atelectasis requiring prolonged hospitalization. On (B)(6) 2015 the patient was admitted to the hospital prior to the bt procedure. On (B)(6) 2015 the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2015, while hospitalized for the bt procedure, the patient experienced an atelectasis the day following the procedure. The patient's hospitalization was prolonged due to the atelectasis. No further treatment was required. On (B)(6) 2015 the patient was discharged from the hospital and the atelectasis was resolved. Baseline spirometry values: visit date: (B)(6) 2016, post-bronchodilator: fev1: 1.71. Fev1 % predicted: 60.00. Fvc: 1.35. Fvc % predicted: 67.00.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2015 as part of the bsc bt registry clinical study. This complaint is being reported based on the event of atelectasis requiring prolonged hospitalization. On (B)(6) 2015 the patient was admitted to the hospital prior to the bt procedure. On (B)(6) 2015 the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2015, while hospitalized for the bt procedure, the patient experienced an atelectasis the day following the procedure. The patient's hospitalization was prolonged due to the atelectasis. No further treatment was required. On (B)(6) 2015 the patient was discharged from the hospital and the atelectasis was resolved. Baseline spirometry values: visit date: (B)(6) 2016: post-bronchodilator: fev1: 1.71; fev1 % predicted: 60.00; fvc: 1.35; fvc % predicted: 67.00.